Event description:
It was reported the device had multiple power on resets (pors). The device was reprogrammed and remains in use. It was also reported the patient is receiving radiation therapy to treat lung cancer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced a power on reset (por) event on (B)(6) 2011. The device should be able to recover from this event and continue normal function. The report notes the presence of radiation treatment during the por event.